Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The patient had developed a pulmonary embolism post operatively. Approximately one year post filter deployment, filter retrieval was attempted. The snare was advanced down to above the filter and made multiple attempts to try and snare the top hook of the catheter. Despite multiple attempts, they could not be able to snare the top of the filter. The view had been switched to steep lao view and it was little more apparent that the filter had something of a tilt anteriorly, however, did not appear to embed in the wall. The attempt was unsuccessful with the snare. Ensnare gooseneck snare was used to snare the top of the filter which was also unsuccessful. Another attempt made with morph 6- french 90 cm catheter, which was also unsuccessful. Multiple attempts made with loop snare technique and multiple angles were attempted but unsuccessful. Subsequently one month later, patient was again scheduled for filter retrieval. Computed tomography revealed the infrarenal inferior vena cava filter with superior apex was transgressing the ventral margin of the inferior vena cava. Approximately two months later, multiple attempts made to retrieve the filter, but all attempts were unsuccessful. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for filter limb detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2017)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached and the filter strut is retained near the patient¿s main artery. Furthermore, the patient allegedly experienced chest pains. The device and detached filter strut have not been removed after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2017); (manufacturing date: 05/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter detached and the filter strut is retained near the patient¿s main artery. Furthermore, the patient allegedly experienced chest pains. The device and detached filter strut have not been removed after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.